Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing threshold. The lead was attempted to be repositioned but the physician was unsuccessful. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Electro-cautery damage was noted in the outer insulation, indicating likely explant damage. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix was retracted and with body fluid in housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing threshold. The lead was tried to reposition but the physician was unsuccessful. A new lead was implanted successfully. No additional adverse patient effects were reported.